Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 21x1-1/2 emerald sla was out of specification on 8 occasions. The following information was provided by the initial reporter: unsatisfactory results of the test "determine the coupling dimensions" (male syringe). It was tested 13 syringes, and it was found 8 out of specification. The coupling extends beside the two limits of the semi-rigid 6% luer measurer, or till exactly one of them.

Event description:
It was reported that syringe 3ml ll 21x1-1/2 emerald sla was out of specification on 8 occasions. The following information was provided by the initial reporter: unsatisfactory results of the test "determine the coupling dimensions" (male syringe). It was tested 13 syringes and it was found 8 out of specification. The coupling extends beside the two limits of the semi-rigid 6% luer measurer, or till exactly one of them.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. The retain samples to the batch were verified and submitted to validated functional and dimensional tests and no deviations were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.